Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received already cut in pieces, most likely to make the explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) (B)(6) (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zma00 +21.0 diopter, was performed because the (B)(6) male patient experienced unexpected post-op refraction. The visual acuities are listed below: pre-op: 0.5d (20/40), post-op: far -0.5d (20/40), near -0.4 (20/50), after replacement: far 1.5d (20/13), near vision: 0.8 (20/25). The replacement lens is the same model but +19.0 diopter. The surgeon assumed that the explanted iol is a little thicker than normal +21.0 d lenses. No additional information has been provided.